Event description:
Diabetic education reports needlestick when reshielding needle after having instructed diabetic pt. Needle went through the shield and stuck pt. Pt has hepatitis c; diabetic education has sought medical attention.